Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 20" (51 cm) appx 1.9 ml, ext set, smallbore w/clave¿ clear, 2 6-port nanoclave¿ manifolds, 2 check valves, spin luer where the customer reported that the patient manifold found to be leaking at the connection site between the ports. New gtts lines ordered & primed and the manifold was changed. There was patient involvement but harm was not reported as a consequence of this event.